Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 42 mg/dl, at the time of incidence. Customer was treat with glucose tablet. Customer reported that they experienced high blood glucose level and treated with manual injection. Customer¿s blood glucose level was 200 mg/dl. Customer was using auto mode at the time of incidence. Customer was offered with low and high blood glucose level troubleshooting and they passed the self-test. The insulin pump will not be returned for analysis.